Event description:
It was reported that during a ptca procedure, involving a highly calcified lesion located in the left anterior descending (lad) coronary artery, the maverick2 monorail was unable to be removed from the pt and surgery was required. The physician used a 8f jl4 guide catheter and wired the lesion with a medtronic cougar xt300 guide wire. The physician then attempted to predilate with a quantum maverick 2.5 x 20mm balloon but the device would not cross the lesion. The physician successfully removed the quantum maverick 2.5 x 20mm balloon. He then inserted a maverick otw 1.5 x 20mm balloon and was able to successfully cross and dilate the lesion. The physician then went back with the same quantum maverick 2.5 x 20mm balloon; however, he was still unable to cross the lesion. He then inserted the maverick2 monorail 2.5 x 12mm balloon. This balloon was inflated twice at 6 atmospheres for 40 seconds. Withdrawal difficulties were experienced, so he inflated to 18 atms for 30 seconds but the balloon still could not be removed. Pt was in stable condition and taken to surgry for device removal. No pt complications following surgery. The procedure was not completed due to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, neither the shop floor paperwork or a similar complaints review could be examined. Should further relevant info become available, a supplemental medwatch report will be filed.